Manufacturer narrative:
Improve our sealing techniques, improved sealing strength. Responsible person: yang (B)(4), date: 03/04/2015. Training workers in upholstery workshop, make sure sealing process following sop. Responsible person: (B)(4), date: 03/05/2015. Update sip for the upholstery production, training the ipqc in workshop. Responsible person: (B)(4), date: 03/05/2015.

Event description:
Dealer advised back upholstery is ripping at the seam.